Event description:
It was reported that the pump battery could not be charged. The customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 66-67 mg/dl.

Manufacturer narrative:
Device not returned.